Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the assignable cause for the reported problem was determined to be depleted batteries resulting from user error.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries. Baxter will continue to monitor similar reports to determine if further actions are required. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.